Event description:
It was reported that, during a tha, the black r3 offset impactor tip broke into several pieces during impaction of cup into patient. The surgeon was able to retrieve all pieces and verified through assembling on back table. The cup was fully seated prior to the surgeons satisfaction so no further impaction was required with device. To seat the polyethylene liner, the straight impactor was used instead. The procedure was completed, without delay, changing the surgical technique. Patient was not harmed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the breakage of the r3 offset impactor tip. It is noted all pieces were retrieved and the surgery was completed without delay with a change in surgical technique. It is also noted the patient was not harmed. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.